Manufacturer narrative:
The customer¿s report of an alarm indicating syringe calibration was required was confirmed. Analysis of the syringe pump module event log shows the presence of two channel errors (351.6660.0).the first error occurred on (B)(6) 2016 and the second on (B)(6) 2016. The device event log recorded the last programmed infusion at 11:42 am on (B)(6) 2016 with a rate of 11ml/hr and a vtbi of 49.1553ml. Ten minutes later, the device produced a ¿syringe calibrate¿ error. The device failed plunger force accuracy testing. After disassembly of the device, internal inspection showed split nuts on the drivetrain with excessive thread wear which can cause the device to disengage from the drivetrain when force is applied, resulting in a channel error alarm. The proximate cause for the report of the syringe calibration alarm is worn threading on the split nuts. The root cause of the excessive wear was not identified.

Event description:
The customer reported that during an infusion, the syringe module (channel b) alarmed for "syringe calibration required." Although requested; no additional patient or event information was provided. There was no report of patient harm.